Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B) (6) 2010, pt reported a blood glucose reading of hi (>600 mg/dl) on her meter and bolused 19 units of insulin through her infusion device as a correction. Pt reported she checked her blood glucose again prior to the call and the reading was still hi. Pt stated she will bolus through a syringe as a correction. Pt's target blood glucose range is 75-125 mg/dl. Pt reported she is spilling ketones "kind of high". Reviewed bolus history. While attempting to verify infusion device info, pt stated the luer lock was disconnected from her infusion device. No damage to luer lock was reported. Pt stated, the tubing was connected a few minutes ago prior to the call and reported there were no leaks or wetness on her shirt or near the infusion device. The time is not set correctly and is one hour off. Pt did not wish to change time. Advised this will affect how basal rates are delivered. Pt reported, she will change headset and monitor blood glucose. Advised missed meal boluses can contribute to elevated levels. On f/u call on (B) (6) 2010, pt reported she took 10 units of insulin by injection at 11:00 pm which brought her blood sugar down to 566 mg/dl. Pt blamed the luer lock issue on herself. She stated she inadvertently loosened the tubing and estimates that she was disconnected from the infusion device for 5-10 minutes. Pt reported she did not want to take anymore insulin for fear of "bottoming out". She will monitor her blood glucose. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.